Event description:
It was reported that during the implant procedure, inserting the ventricular lead into the pulse generator was difficult. The lead was finally inserted and values were good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.